Manufacturer narrative:
Evaluation, results: patient¿s condition predisposed event-patient with rutherford 2 (moderate claudication) which means that the patient had claudication prior to use of the pta balloon. Conclusions: patient¿s condition predisposed event- patient with rutherford 2 (moderate claudication) which means that the patient had claudication prior to use of the pta balloon.

Event description:
Physician used one admiral pta balloon to treat the sfa and popliteal of the right leg. Approximately two months post the procedure, the patient suffered recurrent claudication of the right leg. The right sfa and profunda were treated with a non mdt stent and non mdt balloon. The outcome was resolved.

Manufacturer narrative:
Results: moderate claudication. The patient had claudication prior to use of the pta balloon evaluation codes, conclusions: moderate claudication. The patient had claudication prior to use of the pta balloon. (B)(4).

Event description:
Claudication of the right leg occurred approximately 20 months post index procedure; a non medtronic balloon revascularization of the sfa was carried out in treatment . The outcome was resolved. Investigator assessed that the event was not related to the procedure or device.

Manufacturer narrative:
Inherent risk of procedure ¿ (occlusion) (B)(4).

Event description:
The patient suffered restenosis of the right sfa approximately 21 months post the index procedure. This event is continuing and there is a planned intervention. The event was assessed as related to the procedure. There was no assessment made of relationship to device.

Manufacturer narrative:
Inherent risk of procedure ¿ (revascularization) (B)(4).

Event description:
The patient underwent a revascularization of the right sfa using non mdt devices approx 21 months post index procedure. The event was unresolved. Investigator has assessed that the event was not related to the study device or procedure.

Event description:
The previously reported restenosis of the right sfa, which occurred approx 21 months post index procedure was resolved.